Event description:
It was reported the patient's pacemaker exhibited multiple high frequency ventricular and atrial episodes attributed to noise. Anomalous pacing behavior was also observed. No adverse consequences were reported. No further information was available.